Manufacturer narrative:
(B)(4). No products are being returned to the manufacturer.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the heart lung machine was not switching to battery. The suspect component was found to be the power manager board. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. When unplugged zero minutes were displayed on the central control monitor (ccm) battery icon. There was no time lag between unplugged and shutdown. On the ccm the battery icon was yellow. The unit was used regularly and not a backup. There was no warning before the system shut down. They were on battery for 45 minutes before the issue. The batteries are fully charged at least once a month. During surgery, the unit is on alternating current (a/c) charging battery, cases are done every day. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Additional information received that there was no delay in the procedure.